Manufacturer narrative:
Customer completed a control solution test within range prior to receiving inaccurate erratic blood glucose test results.

Event description:
Customer reported receiving inaccurate erratic readings from a freestyle meter. Freestyle comparison readings of 167 and 242 mg/dl were rec'd in back to back testing.